Event description:
It was reported that while repairing the cardiosave intra-aortic balloon pump (iabp), the replacement pim failed out of the box. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while performing a repair for an unrelated issue by a getinge field service engineer(fse) on the cardiosave intra-aortic balloon pump (iabp), the replacement pim failed out of box. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue found pim leaking and replaced pim and still couldn't get device to complete autofill. Fse noticed a difference in the autofill failure, it would happen immediately vs some vacuum applied and timing out. So fse replaced the pim again and it worked correctly. Fse performed full functional and safety tests. All tests passed. Returned to customer and cleared for clinical use. The maquet failure analysis and testing dept.(fat) received patient module assy, with a reported unit failure of out of box failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed patient module assy into the cardiosave test fixture and tested the patient module to factory specifications per procedure and the cardiosave service manual. The fat proceeded to perform the 30 psi transducer calibration. This test could not be completed. When the gauge was placed into the iab port and attached gauge button was pressed, the pressure immediately drained down to zero, indicating a large leak within the patient module. This was the reason for the out of box failure complaint. The fat was able to replicate the failure. The patient module failed testing. Retaining the patient module in the fat per procedure.